Event description:
The user facility reported that a 38-year-old male implanted with the impella 5.5 pump experienced a purge system blocked alarm. The purge flow was reportedly less than 0.5 ml/hr and purge pressure was 1075mmhg with a mean motor current of 195 on p-4 despite the administration of tissue plasminogen activator (tpa). Additional information indicated that the purge solution had sodium bicarbonate 25meq/l with d5w. The pump was ultimately replaced with a new one. There were no reports of harm to the patient.

Manufacturer narrative:
The investigation into the reported purge system blocked alarm was completed. The device and data logs were returned for evaluation. Analysis of the data logs confirmed a sharp increase in purge pressure and purge system blocked alarms. Visual inspection of the pump revealed blood under the impeller but no catheter kinks. Functional testing of the pump revealed normal functionality. The root cause of the sharp increase in purge pressure and purge system blocked alarms was potentially a kinked purge line, however this could not be confirmed. This report is being filed as part of a retrospective review of historical records. The failure modes will be monitored and trended.